Manufacturer narrative:
A ge service representative performed and onsite investigation. The high voltage cables were cleaned and vapor proofed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would make a clicking noise and the images would come up grainy outside of a case. No patient injury was reported.